Manufacturer narrative:
Philips has investigated this complaint and confirmed that the reported issue was due to a problem with the suite pc's software. After reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device rebooted and would not start correctly. The device was not in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and confirmed the problem. The fse reinstalled the software on the suite computer, deleted the log files, and restored the backup. The device was returned to expected functionality. Philips has started an investigation of this complaint.